Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus could not identify the phenomenon from the information obtained. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. The root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had poor image quality. There were no reports of patient harm associated with this device. Patient identifier: (B)(6) (model number: bf-uc190f/ evis eus ultrasound bronchofibervideoscope/sn:(B)(4). Patient identifier: (B)(6) (model number bf-uc190f/ evis eus ultrasound bronchofibervideoscope/sn:unknown).